Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced an inaccuracy in cgm readings during an extreme low (cgm 104 mg/dl, bg 38 mg/dl). Pt lost consciousness as he was walking to his car. Pt awoke to paramedics, who administered glucagon and reported the cgm/bg readings above. Pt stated that he had not been experiencing inaccurate readings prior to the incident.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.